Event description:
Exposed to a person who tested positive. I went to have a rapid result test and received a positive result on (B)(6) 2020. After being asymptomatic on (B)(6) 2020 had a (B)(6) lab test, negative results. Donated blood at (B)(6) blood drive on (B)(6) 2021 and antibodies test results came back negative. FDA safety report ID # (B)(4).